Event description:
It was reported that during ventilation, a liquid was flowing through the expiratory inlet of the ventilator. There was no patient harm. Manufacturer¿s ref #:(B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The expiratory cassette was replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced expiratory cassette was returned for investigation and was tested for several hours in different ventilation modes and with several pre-use checks. No anomalies were noted, all test results were within specification. The expiratory cassette is a measuring device and will not affect ventilation. Information concerning the type of the breathing circuit or the type of filter that was in use at the time was not provided. The root cause is most likely a non-use of filter on the expiratory inlet, which allowed moist from expiratory air to enter the expiratory cassette.